Event description:
Leakage of an unspecified fluid/infusate was reported at the filter vent of the following device: primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. There was a patient involved in the reported event; however there was no harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.